Event description:
It was reported that an (B) (6) crew was dispatched to the scene of a patient complaining of chest pain at 14:30 on (B) (6) 2009. The (B) (6) crew arrived on the scene at 14:30 and began their patient assessment. The (B) (6) crew obtained the patient's 3-lead ECG using the lifepak 12 device. The (B) (6) crew then attempted to obtain the patient's 12-lead ECG; however, when the "12-lead" button was pressed, the device powered itself off. The crew reported that the fully charged batteries had lost the majority of their charge. The crew replaced the batteries; however again indicated that the device powered itself off. An additional als crew was requested; however, there were none in the area and the patient was transported to a hospital without incident, arriving at 15:00. Patient care was not compromised, and there was no adverse affect on the patient due to this reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and associated batteries; however, the reported failure was not verified, nor duplicated. The batteries submitted with the device were not depleted as reported. It was also observed that the battery pins were secure. No noticeable damage of the device was observed. A performance inspection procedure, as outlined in product literature, was performed on the device. Proper operation was observed, and the device and associated batteries were returned to the customer for use. The root cause of the reported failure could not be determined.